Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, it was seen that the dentist has used sequence of drills different than the one recommended for the implant installation.

Event description:
(B)(4) - the dentist reported that nearly 3 months after the dental implant was installed in intraoral region 25#, its non-osseointegration was observed. In addition, bone graft was executed and immediate implant procedure was performed.